Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon software update of the g5 cgm mobile application, the app was no longer alerting occurred. Data was evaluated and the allegation was confirmed. The probable cause cannot be determined post investigation. No injury or medical intervention was reported.